Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 3 when a test strip was inserted into their freestyle flash blood glucose monitor. Although, the meter was set to the correct unit of measure, the meter reportedly could be changed from mg/dl to mmoi/l and is exhibiting signs of the memory overwrite malfunction. The customer reported that they modified their medication based on readings obtained, and then experienced light headedness. There was no report of death, serious injury associated with this event.